Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: may 22, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent a surgery on (B)(6) 2016 to treat a third medium/distal right tibial bone fracture. On (B)(6) 2016 the patient underwent a revision procedure due to a plate breaking. The pre-surgery exams showed a small formation of bone callus and a suspected delay in consolidation with a suspected infection; during the surgery, it was noted it seemed more like a delay in consolidation without infection. A swab test was performed, but the results are unknown at this time. The breakage did not result in any fragments. The revision procedure was completed successfully. Concomitant parts reported: screw (part/lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).